Manufacturer narrative:
Correction: samples received. New investigation performed the following information has been updated: device available for eval? Yes. Returned to manufacturer on: 2019-11-27. Device returned to manufacturer: yes. Device eval by manufacturer? Yes. Investigation summary: forty one sealed and six open 31g x 5mm pen needle samples were returned from lot. No. 7117575, cat. No. 320659. Visual examination was carried out on returned samples and no issues were observed. Investigation conclusion: visual examination was carried out on returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It has been reported that the pen ndl 31g 5mm 5ct sample intl roche has been found with open packaging before use. The following has been provided by the initial reporter: customer was traveling, advised that she found 15x needles from 100x pack without a secure cap on it, so she disposed some of them immediately, the rest 7 she will send to "distributor" with the rest of the pack.

Manufacturer narrative:
Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It has been reported that the pen ndl 31g 5mm 5ct sample intl roche has been found with open packaging before use. The following has been provided by the initial reporter: customer was traveling, advised that she found 15x needles from 100x pack without a secure cap on it, so she disposed some of them immediately, the rest 7 she will send to "distributor" with the rest of the pack.